Manufacturer narrative:
(B)(4). Batch # n54w3a. Additional information was requested and the following was obtained: when the stapler jammed about mid-application and the knife blade did not advance at all, did the device deliver a complete staple line? Or, did the device deliver some staples and no cut line? The device delivered some staples (see the staple load and the non-advanced staples in load), but knife blade did not cut. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The reload was received partially fired 1/2 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, instrument with reload was fired across tissue but stapler jammed about mid-application. The knife blade did not advance at all. The surgeon opened the stapler, removed it from the surgical site and proceeded to divide the portion of tissue that did have staples with a laparoscopic scissor. Once tissue was manually transected with lap scissor, the case was completed without incident except for the addition time required incident to the misfire. There were no patient consequences reported.